Event description:
An initial MDR regarding this case was filed on 18-jun-2025 (report number 3016798778-2025-00067). Additional information was received by millyard advanced medical products, llc, by way of a technical investigation of recently received materials completed on 30-jul-2025. The patient reported having dealt with leaking cassettes and was experiencing nausea, itchiness, and flu-like symptoms. The patient reported that changes in their breathing status were worse and that they experienced shortness of breath during daily activities. The patient also experienced chest pain, excessive tiredness, and light headedness. The patient reported that their oxygen level was 80 when they put on 2l of oxygen. A registered nurse (rn) from the physician's office stated that the patient's symptoms were likely due to medication interruptions. The rn also reported that the patient started a new cassette the morning of (B)(6) 2025 with no leakage, and that the patient's shortness of breath and chest pain had resolved. A clinician from the specialty pharmacy reported that it was unknown if the patient experienced an interruption in therapy due to the leaking cassettes. Replacement cassettes and pumps were sent to the patient. An unused cassette, serial number (B)(6), was returned to millyard advanced medical products, llc for investigation. The filling aid was removed from the cassette and a leak test was performed. The cassette passed leak testing without issue. Five additional filling aids were returned for investigation. Each of the filling aids appeared to have been used to fill a cassette. One of the filling aids appeared to have filled a cassette but had not been used to prime a cassette. There was no evidence of fluid residue on the filling aids to indicate that any of the corresponding cassettes had leaked with the filling aids attached. All returned product functioned within specification during investigation.

Manufacturer narrative:
Corrections to b2, d4, e1, e2, e3, e4, g2, g7 and h8.

Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on 21-may-2025. The patient reported that she had been dealing with cassette leakage and was experiencing nausea, itchiness, and flu-like symptoms. She reported that changes in her breathing status were worse and that she experienced shortness of breath during daily activities. She also experienced chest pain, excessive tiredness, and light headedness. The patient reported that her oxygen level was 80 when she put on 2l of oxygen. The rn from the physician's office stated that the patient's symptoms were likely due to medication interruptions. She reported that the patient started a new cassette this morning with no leakage and that the patient's shortness of breath and chest pain have resolved. The clinician from the specialty pharmacy reported that it was unknown if the patient experienced an interruption in therapy due to the reported leaking cassettes. Replacement cassettes and pumps were being sent to the patient. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.